Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that overactive bladder was her indication for implant. The overactive bladder was caused by a broken sling and sling removal; she had 80 stitches. The unit worked great when it worked, and when it was implanted and programmed properly it worked amazing. Her first device was implanted in the left hip and she was in horrible pain at the device site. The patient noted that the shocking occurred in (B)(6) 2013; it was unclear when the shocking occurred or if shocking occurred at multiple times as an event date of (B)(6) 2009 was previously noted. Her medical notes stated that she fell, but she stated that she didn't fall. The patient also noted that she got incontinence as a result of the device being implanted. The device was replaced and she was re-implanted with a different device.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A patient reported fluid filling behind the implant and every time she got stimulation, she would get an electrical shock. The patient had horrible pain. An event date of (B)(6) 2009 was noted and the device was removed. No product information, event cause, troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.